Manufacturer narrative:
A copy of the patient's operative report was received from the hospital on (B)(6) 2012. Preoperative diagnosis indicates prosthetic valve dysfunction with stenosis. Inspection of the prosthetic aortic valve revealed heavy destruction of two of the three leaflets with very little mobility. Once the prosthetic valve was removed, then circum annular sutures of 2-0 tycron pledgeted stitches were placed and the valve was then sized. An edwards pericardial valve was then prepared. The sewing ring was brought to the front table and the sutures were passed through it and divided. The patient could be easily weaned from cardiopulmonary bypass. Excellent hemodynamics were obtained. There are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth). Unfortunately, the valve was not returned to edwards for analysis, and therefore, the root cause of this event could not be investigated. Although the root cause cannot be confirmed, the stenosis experienced by the patient is likely from the "heavy destruction of two of the three leaflets with very little mobility" noted in the operative report. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance found related to this event. No further actions are possible with the available information at this time.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 11 years, 7 months due to prosthetic aortic valve stenosis. The explanted device was replaced with another edwards bioprosthetic valve. No additional information was provided.

Manufacturer narrative:
(B)(4). There are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth). Unfortunately, the valve was not returned to edwards for analysis, and therefore, the root cause of this event could not be investigated. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance found related to this event. No further actions are possible with the available information at this time.